Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that it was not possible to adjust the valve to another performance level and a revision of the device was performed.